Event description:
The customer reported when the nurse went to disconnect the infusion she noticed the male luer on the mp9027c-0006 was broken and could not be removed. The clinician removed and replaced the mp1000c-0006 which was connected to the mp9027c-0006 and the central line. From the reported info, there was no indication of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). The model number/catalog number is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is. A preliminary visual inspection confirmed the customer's complaint as the male luer had snapped/broken away. The rotating collar had also been pushed back up the line, but remained intact. The preliminary finding has been forwarded to the manufacturing site for further analysis into the root cause of this issue. A follow up report will be submitted with failure investigation results once completed.